Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with a bad bearing. The rotor and driveshaft assembly, bearings and spindle housing were replaced.